Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01307. It was reported that the patient was not getting adequate therapy. Programming was attempted without success. As a result, surgical intervention occurred on (B)(6) 2022 and the system, was explanted.